Event description:
Complainant alleged that during incoming testing, the associated defibrillator was unable to detect the attached to the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections d1, d4: model number: catalog number and UDI number. Evaluation results: the device was returned to zoll taiwan for evaluation. The customer's report was observed and attributed to faulty electrodes. The replacement electrodes were sent to the customer to resolve the report. Analysis of reports of this type has not identified an increase in trend.